Event description:
It was reported that the device was continually logging some error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The therapy pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, after running multiple self tests the error codes could not be duplicated. Further root cause of the observed condition could not be determined.